Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Pre-operative images reportedly identified heavily calcified and tortuous access vessels. It was reported a gore dryseal sheath could not be advanced further than 10 cm into the left external iliac artery due to the patient¿s calcified and tortuous anatomy. In an effort to advance the device, the trunk-ipsilateral leg component was reportedly advanced outside of the sheath. It was reported the device encountered resistance and further advancement beyond the left common iliac artery was not possible. The device was then pulled back into the sheath for removal from the patient. It was reported that upon withdrawing the device back into the sheath, the sheath valve became lacerated and started to deflate. The valve was reportedly pinched to maintain hemostasis, but the patient lost 700 ml of blood that resulted in an intraoperative transfusion of 2 units. It was reported that upon inspection of the removed device, an anchor appeared to have pulled away from the constrained endoprosthesis and was sticking out at a 90° angle. It was reported this anchor punctured the sheath valve, causing the loss in pressure and the resulting blood loss. The sheath and device were set aside, and another sheath and device were used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Manufacturer narrative:
Evaluation summary - the device and sheath were returned to gore for evaluation. During the investigation, it was confirmed that an anchor was protruding from the device. It was also noted that a section of sleeve material was delaminated from the sleeve at the leading end of the device. Inspection of the sheath showed damage to the sheath tip and a 19 mm tear in the film tube. Based on the available information and evaluation of the returned product, no root cause for the protruding anchor could be determined. However, use outside of the IFU was noted and may have contributed to this event. By observation of the tear in the sheath film tube, the root cause is consistent with withdrawing the device with a protruding anchor through the sheath valve.